Event description:
The health care professional (hcp) reported that the patient indicated that the system was not functioning. It was reviewed that their managing physician could provide patient's eligibility but if the device was non-functioning they may not be able to verify the device is off for MRI scan. Other relevant medical history includes non-malignant pain, chronic low back pain, and radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.